Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump was experiencing high purge pressure during patient support. The cassette was replaced in an attempt to troubleshoot the high pressure, but the pressure remained high (1065 mmhg) with a purge flow of 1.2 ml/hr. With an upper ideal pressure limit of 1100mmhg, the staff was advised that tissue plasminogen activator (tpa) was needed to prevent a potential purge system blocked alarm. The staff declined the usage of tpa as the patient 's chest was still open and they were scheduled for surgery. Support continued under close monitoring and the pump was explanted a couple days later. There was no patient harm.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.